Event description:
Ous MDR - low impedance (<250 ohms) of the rv lead was observed by home monitoring. Therefore an office follow-up was organized. Noise and various lead impedance (200 ohms to 600 ohms) were observed when the patient moved his arm. Shock therapy was turned off. The patient was transferred to different hospital for the lead removal. 28 apr: lead was removed and checked visually. Damage around the subclavian vein was confirmed. A new lead will be implanted next week.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.